Event description:
It was reported that the spike of a yume set for uv flash broke when it was connected to a solution bag. This was noticed during patient use, before therapy started. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. During visual inspection the spike tip was observed to be damaged. The reported problem was verified via visual inspection. The cause of the problem was unable to be determined with the provided information. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.